Event description:
It was reported a patient was seen with high impedance after generator placements in december and march. No records could be found of the patient undergoing surgery in december and the surgery has not been confirmed. Tablet data for the patient was received and reviewed. Review of the tablet data indicated the patient underwent generator replacement on (B)(6) 2026. No high impedance was observed in the received data during the time the patient was implanted. X-rays were received for the patient and are under review. No known surgical intervention has occurred to date. No additional relevant information is available to date.